Event description:
The customer reported that during use of this suture hook to perform a bankart shoulder repair, the tip broke off in the surgical site. The surgeon was able to retrieve the tip with an arthroscopic grasping forcep without injury.

Manufacturer narrative:
This device will not be returned to conmed linvatec for investigation as it was discarded at the user facility. This disposable suture hook is supplied sterile, single use. The instructions for use (IFU) provide the following cautions: do not attempt to use suture sizes outside of the range between size 2-0 to size #1 or suture may not pass. Avoid lateral stresses to the instruments or device function may be compromised and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Do not resterilize disposable suture hooks. Damage to product and injury to patient may occur.